Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2018-04668. It was reported that a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system and 30mm watchman ® laa closure device & delivery system were used. The closure device was deployed. Based on the transesophageal echocardiogram (tee), x-ray reviews as well as visualization of the appendage during surgery, a pericardial effusion occurred in the laa during the anchor test. A pericardiocentesis was being performed when they hit the right ventricle causing a tear, which caused a second pe with cardiac tamponade. The patient remained stable, and was sent to surgery to repair the tear and have the laa clipped. No further patient complications were reported and the patient¿s status is fine.